Manufacturer narrative:
This product is a pack of four products with part# 6430530, 510k# k143375 and upn (B)(4), which is available for market in the u.s. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Preoperative diagnosis: spinal canal stenosis levels treated: l4-5 it was reported that during an x-ray exam, a set screw was found to have backed-out at right side l4. Patient underwent a revision surgery for replacement. No patient complications were reported as a result of the event.

Manufacturer narrative:
Additional information: product analysis: the set screw was reviewed visually and microscopically. There is no deformation noted to the node of the set screw and there is a circular witness mark all the way around the raised node. This type of witness mark is consistent with the rod contacting the face of the set screw before the node. This condition is consistent with the rod not being fully reduced before the set screw is installed. Reducing the rod with the set screw can cause the set screw to break off early then back out. If information is provided in the future, a supplemental report will be issued.